Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. To date, no patient injury or consequences reported due to the event. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
During a therapeutic procedure, while trailing the soltive, the user trialed the 150 micron fiber using a storz flexi scope to breakdown an 8mm stone in the lower pole, the scope was fully deflective. Upon activating laser approximately 10-15 seconds, it seems the stone hit the end of the fiber and broke off a clear fragment. A very small fragment of the fiber broke off in the patient and could not be retrieved. The user assumed that the fragment would be excreted naturally by the patient. The user used a basket to get the stone, and there was a delay of 5 to 10 minutes. The intended procedure was completed using a 200 micron fiber. There was no patient injury, no user harm was reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6 and h10. The subject device was received at the bnp olympus facility on 6may2021. The returned portion of the fiber remains intact and has no visual defect. The distal tip of the fiber has no burn marks or indications aside from regular use. The connector on the proximal end has no visual damage. The OEM (original equipment manufacturer) provided their investigation report . The complaint was the result of a stone directly hitting the fiber, causing it to break. The OEM did not perform a DHR (device history record) review for this specific complaint due to the failure being a result of the stone hitting the fiber. This would result in the fiber breaking as it would be unable to withstand a direct hit. As a result, a DHR review would not be beneficial in this scenario. Per the OEM, this is determined to be a 'random event'. The collision of the stone can occur by random chance or due to improper technique. The OEM is concluding that this is a random event and will continue to trend the phenomenon. Olympus will continue to monitor complaints for this device.